Event description:
It was reported that after implanting an impella 5.5 the p level could not be increased. The pump was explanted and replaced with a new impella 5.5. No patient harm was reported.

Manufacturer narrative:
The impella device was not received from the customer, therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.